Event description:
Pt with left shoulder pain, possible rotator cuff tear, impingement, acromioclavicular joint osteoarthritis. Operative procedure: examination under anesthesia, subcromial decompression, resection of distal calvicle, resection of lateral margin of acromion, exploration of rotator cuff and biceps tendon. Pain pump placed. When his wife removed the catheter two days post-op, the catheter broke and 4cm remained in the shoulder. Arthrosopic procedure performed to remove retained catheter.